Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 17006778, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient's scs was no longer helpful. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the devices passed all tests performed.

Event description:
A report was received that the patient's scs was no longer helpful. The patient underwent an explant procedure. No device malfunction was suspected.